Manufacturer narrative:
The customer suspected device was returned for investigation. Upon evaluation of the returned device, the follow defects were found, defects on the suction cylinder, bending manipulation and insertion tube defects, physical defects of the bending section and insertion tube including unusual shapes, part of the insertion tube cut and pinched/deformed, crease on the insertion tube, damaged or deformation due to physical stress, and foreign matter comes out from the forceps channel due to insufficient cleaning. The faulty parts were replaced. The device was inspected and passed olympus functional standards. As part of the investigation, a review of the device history record (DHR) was conducted. The DHR review did not find any abnormalities or anomalies identified during production. The device met specifications upon release. The root cause could be conclusively established. A possible cause includes insufficient reprocessing or handling of the device. Olympus will continue to monitor the field performance of this device.

Event description:
A user facility submitted service request on a evis lucera duodenovideoscope for defect switch. Upon inspection and testing of the customer returned device, liquid residual or foreign matter was found coming out from the forceps channel. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm associated with this event.